Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A PICC was placed in the patient on the (B)(6) of (B)(6) 2016. It was used every day without any issue. On the (B)(6) of (B)(6) 2016, a leak of physiological serum with blood occurred at the proximal end of the PICC. The patient had the shivers. The doctor advised that the PICC line had a cut at the junction between the extender and the luer lock female connection. A peripheric venous transfusion was done immediately. On the (B)(6) of (B)(6) 2016, they took the faulty PICC out of the patient and replaced it with a new one. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation : a review of complaint history, device history record, quality control, trends, and visual inspection of the returned device was conducted during the investigation. One turbo-ject power injectable catheter was returned for evaluation. Visual examination noted that the clear tubing was partially severed from the purple hub. A document based investigation evaluation was also performed. Review of device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and results of the investigation a definitive root cause could not be determined. Measures have been initiated to address this issue. Monitoring for similar complaints will continue.